Manufacturer narrative:
The reference non-grounded cable at home was previous reported under MFR # 2916596-2018-03251. Approximate age of device ¿5 years, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented in clinic with history showing that the patient experienced a pump stoppage event. The patient communicated that there was no recollection of any alarms pertaining to the event. Log file analysis noted a pump stoppage event while the patient was attached to the power module. The account reported that the patient was told about having a "percutanous" lead (driveline) repair. The patient detailed that before making a decision he would like to speak to his wife and oncologist. The patient has a non-grounded cable at home. The account reported that the patient was told about having a percutanous lead (driveline) repair. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 21¿ of the external portion/distal end of the driveline was returned for evaluation. Red rescue tape was observed 2¿ through 18.5¿ from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed in multiple locations throughout the length of the driveline. The clear bionate was unremarkable. Shield breakdown was observed adjacent to the metal connector and 18¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a external percutaneous lead repair on (B)(6) 2018.